Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't rotate. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the suture thread was in good condition with seven knots. The trip wire was incorrectly rolled at the handle slot. Also, the trip wire was not through the handle hole, but it was secured in the handle slot. The trip wire was caught between the handle bracket and handle spool. The handle was damaged, marks of the trip wire were observed on the handle indicating that the trip wire was placed in this section, and once the handle was rotated, it caused the damage. A functional evaluation was performed by rotating the handle knob, and it could not be rotated due to the trip wire got caught between the handle bracket and handle spool. No problems with the device were noted. The reported event of handle won't rotate was confirmed. Upon analysis, the handle could not be rotated due to the trip wire got caught between the handle bracket and handle spool. The trip wire was incorrectly rolled at the handle slot and the handle was damaged. Based on the condition of the returned device, the trip wire would not pass through the hole of the spool and the trip wire was not secured in the right position, these findings suggest that the device was not properly set up and that trip wire was manipulated against what it states in the instructions for use (IFU). The IFU states "prior to initial setup, check for the following that trip wire is connected to handle unit and through hole in spool." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to first of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the plastic spool on the handle unit could not be rotated. A second speedband superview super 7 was used and it was noted that the plastic spool on the handle unit could be rotated, and the first two bands were successfully deployed; however, the third band could not be deployed. A third speedband superview super 7 was used, and it was noted also that the plastic spool on the handle unit could not be rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle won't rotate.

Event description:
Note: this report pertains to first of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the plastic spool on the handle unit could not be rotated. A second speedband superview super 7 was used and it was noted that the plastic spool on the handle unit could be rotated, and the first two bands were successfully deployed; however, the third band could not be deployed. A third speedband superview super 7 was used, and it was noted also that the plastic spool on the handle unit could not be rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.